Manufacturer narrative:
D9: product received date 5/7/2025. H3: one device was returned for repair with complaint that the device has a ripped and bubbled downstream occlusion (dso) sensor and unstable air sensor. No 12-month service history was found. Review of event log found nothing related to complaint. Visual and functional testing was performed. Found dso seal detached, air detector loose, and upstream occlusion (uso) seal delaminated. Replaced dso seal, uso seal, and air detector. Repair was validated through dso/uso sensor test.

Event description:
It was reported that the device has a ripped and bubbled downstream occlusion (dso) sensor. Air sensor is unstable and moves when physically inspecting it. Status of the device at the time of event was during testing. There was no patient involvement.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.